Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on (B)(6) 2007. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on (B)(6) 2004. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The sample was connected to a calibrated console and the system was powered on. The footswitch was tested and it was found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A materials manager reported the foot pedal had an irrigation problem before a procedure. Additional information has been requested.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).